Event description:
Customer reported in the (B)(6), fluid was found leaking from the pressure disc during an infusion. No pt harm or medical intervention. Set will be sent back for investigation. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.